Manufacturer narrative:
The reported complaint of the drive shaft of the autopulse platform (serial # (B)(6) could not be adjusted to "home" position and that the lifeband was stuck in a position and it could not be remove/release from the drive shaft was confirmed during functional testing and in the archive data. The root cause of the reported complaint was due to a seized brake assembly as a result of corrosion on the drive train motor, likely attributed to user mishandling. The autopulse platform archive revealed that frequent daily checks were not performed and this type of corrosive damage is indicative of infrequent daily checks. The storage condition of the platform is unknown, however, storing the device in a location with high ambient humidity could result in corrosive damage. Frequent daily device checks and storing the platform in a less humid environment could reduce the likelihood of corrosive damage to the drive train motor. The autopulse platform was manufactured in december 2015 and has reached its service life of 5 years. No documented report was found showing that annual preventative maintenance (pm) was performed. The lack of proper maintenance will allow degradation of the mechanical components of the drive train to occur, eventually leading to a brake seizure. No physical damage was observed on the autopulse platform during visual inspection. The archive data review showed multiple user advisory (ua) 45 error messages; thus, confirming the reported complaint. During initial functional testing, the autopulse platform displayed ua45 error message and no brake activation upon powering on; thus confirming the reported complaint. Observed the brake assembly was seized from corrosion. This fault causes the drive shaft not to adjust to "home" position and difficult to remove/release the lifeband. The drive train motor was replaced to remedy the ua45 error message and brake issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area. The sticky clutch plate was deburred to address the issue. Also during further functional testing, the lcd backlight was not illuminating, unrelated to the reported complaint. The root cause of the lcd issue was due a defective processor board, likely due to wear and tear. The processor board was replaced to remedy this issue. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the drive shaft of the autopulse platform (serial #(B)(4)) could not be adjusted to "home" position and that the lifeband was stuck in a position and it could not be remove/release from the drive shaft. Patient use information was requested but no additional information was provided, therefore patient use is unknown.